Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced ventricular tachycardia (vt) and had cardiac arrested. External defibrillation had to be applied to return the patient back to a normal rhythm. Upon interrogation of the device all tests appeared normal, but noise was seen on the right ventricular (rv) lead and right atrial (ra) lead leads. X-ray was done which showed that both leads appeared normal. It appeared that noise on the atrial channel lead to atrial tachy response (atr) mode then premature ventricular contraction had triggered vt. The patient underwent some exercise testing to monitor both leads and it was noted that noise was seen on the atrial channel and detected. The noise appeared better when the device was programed to bipolar configuration. The device was reprogrammed and the patient will be monitored. The system remains implanted as the physician did not want to place new leads as the patient had other health problems. Boston scientific technical services (ts) discussed the case and provided some recommendations as well as asking additional questions for clarification. Ts discussed doing additional investigation when it comes to the leads and discussed having the physician select the appropriate pacing mode for this patient based on clinical information and device indication. No adverse patient effects were reported.